Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider on 2017-feb-27 regarding a patient's implanted infusion pump containing bupivacaine (15 mg/ml at 93347 mg per day). The indications for use included malignant pain and pancreatic cancer. It was reported that the patient's catheter wasn't working in (B)(6) 2017, so a section of a flowonix catheter was spliced onto it. The revision occurred a little over a week before the date of report. A series of boluses were administered after the revision until the patient started to feel better, and the patient was to come in to have the drug concentration changed. The new drug concentration was reported to be 32 mg/ml at a dose of 9.347 mg/day. No patient symptoms were reported, and no further complications were reported or anticipated.